Event description:
Her history dates back to 9/90, when she had bilateral augmentation using the mammary 220 cubic cm polyurethane covered breast implants through a periareolar incision. The pt developed burning pain in the breasts immediately after surgery which got better, however, recurred recently occasionally with itching. The pt also complained of shortness of breath, fatigue, nausea, recently. She has short term memory deficits also noted recently. She has a positive ana, low titer of 1:40. On physical examination, she has class iii capsular contracture on both breasts and axillary nodes are palpable on both sides. There is general tenderness in the breast on palpation. Ultrasound examination shows that there is silicone in the lymph nodes bilaterally and that this can be needle-localized prior to excision. Capsulectomy is medically necessary because the capsule contains silicone and polyurethane to which the pt may be reacting.